Manufacturer narrative:
The qc recovery based on the data from the laboratory management software was well within +/- 2 standard deviations (sd). The 5 recent qc recovery results using the reagent lot were more robust and the global control recovery was also well within +/- 2 sd. The investigation excluded a general reagent problem. The field service engineer (fse) cleaned and adjusted the sample probes. He decontaminated the module with bleach and adjusted the flow rate in the wash stations. He performed a blank check of the cuvettes and a precision check with successful results. The investigation determined the event was due to insufficient service maintenance/adjustment. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 (creatinine plus ver.2) results from two hundred fifty (250) patient samples tested on the cobas 8000 c702 module. The reporter stated that the event persisted for two days. The reporter was able to provide one example of a questionable result. It is unknown if the initial result was reported outside of the laboratory. The patient sample was rerun on another module. On (B)(6) 2023, the initial result from the module was 113 umol/l. On (B)(6) 2023, the repeat result from the module was 71 umol/l. The reagent lot number is 68958701. The expiration date is 31-aug-2023.